Manufacturer narrative:
This injury was discovered by turncare through a review of (B)(6) report information. There was no allegation from the customer that the guardian system caused or contributed to the pressure injury event.

Event description:
Patient was admitted to the hospital on (B)(6) 2025. On (B)(6) 2025 a dti was observed on the ischium by the facility. There was no indication of injury progression or what, if any, additional treatment was required for the pressure injury. Review of the guardian system controller data showed incidences of terminal battery shutdowns of the controller, resulting in times where the guardian system was not running. The terminal battery events occurred if the controller was unplugged from ac power, and when this occurred the terminal battery software warnings/alerts, prompting action to the user, were operating properly. When connected to ac power, the controller operated continually without issue. The associated controller was eventually returned to turncare for service at which time the power supply was replaced. If any further relevant information becomes available, an update to this report will be filed.